Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber was broken within the outer flow tubing near the control knob, between the control knob and distal end of the fiber side (14 inches from distal end of the fiber side); the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer sheath exhibited stretch marks at the break point; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/use handling.

Event description:
It was reported that the fiber broke at the handle. No additional information was provided. Patient outcome: "ok" - there was no injury reported. Gland volume: 70 ml. Time expended: 16:35 minutes. Joules used: 105,642.